Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, b6, d4, g3, h2, h3, h4, h6. Reported event was confirmed with the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: tests done show elevated metal ions and an infection. A stage 1 revision was performed, and a pseudotumor was found within the joint. I&d was performed and all components were removed with no complications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a right hip revision approximately 9 years post implantation due to pain in right hip/groin, elevated metal ions, positive hip aspiration for streptococcus gallciyticus. All components explanted and antibiotic spacer placed. It was noted the patient developed a boil/abscess at incisional area prior to procedure, with unknown duration. Surgeon noted that infection tracked into bursa and joint spaced and pseudotumor, I&d performed prior to antibiotic spacer placed. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical devices: m/l taper femoral stem with kinectiv technology (00-7713-006-00, 61768416); versys femoral head +0 (00-8018-032-02, 61839878); tm acetabular shell (00-6202-050-22, 61861997); longevity acetabular liner (00-6310-050-32, 61791881). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.